Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# :(B)(4).

Event description:
Surgeon performed laser registration to register the patient. The position of the nine points were manually collected by the surgeon using the optical distance sensor. The surgeon then moved to verifying the position of the manually collected points with the initial points that were identified on the patient¿s preoperative CT image. The arm was driven to point "o" to improve the manual scanned point to match the initial point. The surgeon stepped on the vigilance pedal and the arm moved to point "o". However, the arm then began to drift on its own laterally away from the point. The field service engineer then pressed the button to drive back to "o". The arm successfully returned back to the initial point "o" and did not drift away from the point. The arm then remained stationary until manipulated by the surgeon.

Manufacturer narrative:
This analysis concluded that a drift of the robot arm was observed during maintenance. However, this drift could not be reproduced. Since this event, the robot has been tested and used multiple times without any drift being observed. This is considered as an isolated event from unknown root cause.

Event description:
Surgeon performed laser registration to register the patient. The position of the nine points were manually collected by the surgeon using the optical distance sensor. The surgeon then moved to verifying the position of the manually collected points with the initial points that were identified on the patient¿s preoperative CT image. The arm was driven to point "o" to improve the manual scanned point to match the initial point. The surgeon stepped on the vigilance pedal and the arm moved to point "o". However, the arm then began to drift on its own laterally away from the point. The field service engineer then pressed the button to drive back to "o". The arm successfully returned back to the initial point "o" and did not drift away from the point. The arm then remained stationary until manipulated by the surgeon.